Event description:
A user facility biomedical technician (biomed) reported that wires on the motor protection switch (mps) of the aquabplus reverse osmosis (ro) system appeared discolored. The reported issue was discovered during machine repair after the ro initially failed the t1 test and alarmed with a pump p1 defective alarm (code f-04-50-04). The biomed stated that the thermal overload relay had tripped and resetting it allowed the ro system to pass the t1 test without issues. The mps then tripped which is when the reported thermal damage was discovered. The biomed confirmed that the mps or any other component did not appear burned, charred, fried, melted, or blackened. There was no observed burning smell, melting, smoke, spark, or flame. There were no blown fuses found in the local power supply. There were no issues with the local power grid on or around the reported event date. The reverse osmosis (ro) system is plugged into its own circuit breaker. The stage 1 mps was replaced to resolve the reported issue. The ro system was returned to service without further issue. There was no patient involvement nor any harm to any individuals because of this malfunction.

Manufacturer narrative:
Plant investigation: the manufacturer confirmed the reported issue based on the information provided by the customer. However the cause cannot be determined within the complaint investigation. The manufacturer determined that the most likely failure cause of the thermal damage can be attributed to a bad electrical contact between a cable lug and its contact pin at the motor protection switch of stage 1. The bad contact resulted in a higher contact resistance and respectively higher thermal stress, which resulted in the reported thermal damage. The contact may have become a bit loose during transport, the operational qualification and/or during maintenance, in which the monitor hood will be opened. It can also not be excluded that the cable lug does not have the optimal dimension for a good electrical contact. This cannot be confirmed as the concerned wiring and cable lug/s attached to the motor protection switch were not replaced and are not available for investigation. As those parts are supplier parts, a supplier nonconformance (sncr) also cannot be initiated without their availability. According to the complaint intake information, the problem was solved by replacing the motor protection switch at stage 1. It is also recommended to replace the wiring. The device history record review was reviewed. No such similar behavior was reported during the internal test procedure. All tests were passed successfully and no deviations were identified.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that wires on the motor protection switch (mps) of the aquabplus reverse osmosis (ro) system appeared discolored. The reported issue was discovered during machine repair after the ro initially failed the t1 test and alarmed with a pump p1 defective alarm (code f-04-50-04). The biomed stated that the thermal overload relay had tripped and resetting it allowed the ro system to pass the t1 test without issues. The mps then tripped which is when the reported thermal damage was discovered. The biomed confirmed that the mps or any other component did not appear burned, charred, fried, melted, or blackened. There was no observed burning smell, melting, smoke, spark, or flame. There were no blown fuses found in the local power supply. There were no issues with the local power grid on or around the reported event date. The reverse osmosis (ro) system is plugged into its own circuit breaker. The stage 1 mps was replaced to resolve the reported issue. The ro system was returned to service without further issue. There was no patient involvement nor any harm to any individuals because of this malfunction.